Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00362.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pc assembly universal power supply (ups) board would not switch over to battery when a/c was removed. There was no patient involvement.